Manufacturer narrative:
The investigation into automated impella controller (aic) - controller failure (red alarm) has been completed. The cause of the issue was not determined since the product was not returned. D.2 common device name was upadted since the initial manufacturer device report number 1220648-2024-20334 was submitted in accordance with update procedures. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-20334 was submitted.

Manufacturer narrative:
A.1, a.4 and a5 are unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the automated impella controller (aic) had a red alarm and the tile was not showing in the impella connect. This error was connected to a clinical case. While looking at the case, it was noted that there was a data streaming issue. No patient harm has been reported.